Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that this device had an intermittent electromagnetic interference issue. There was no report of pt involvement.